Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle sftygld 25x1 rb failed to contain medication. The following information was provided by the initial reporter: "material no: 305916 batch no: 0232869. It was reported the medication leaked out. Level of harm: no apparent harm - reached patient/person, inconvenient incident details: co-nurse was administering an im injection to a client, and the medication leaked out of the syringe, even though the needle tip was secured tightly on the syringe. Co-nurse realized the syringe was leaking prior to administering the medication, so this did not cause a med error. The needle tip was: bd safety glide. 25g x 1. Ref: (B)(4). Exp: 07/31/2025. Lot: 0232869. "